Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule will be returned for investigation. There was no reported patient involvement and outcome.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient status was reported as okay.